Event description:
The duett pro sealing device was deployed following a diagnostic procedure via a 6 fr sheath in the left common femoral artery. Following the deployment, the patient experienced symptoms consistent with an occlusion. An angiogram confirmed an occlusion and treatment consisted of thrombolytic therapy and a percutaneous thrombectomy. The treatment was successful and no further complications were reported.